Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge "does not always accurately display the correct power remaining." There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.